Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 670 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that a pump alarm was heard and confirmed by telemetry. The pump logs were checked. The low battery reset and reset alarms had occurred multiple times today. The logs only went back to today's date so there was no clear event date other than today. The reporter believed that the pump may have gone empty 8-10 days ago, but the logs did not show that information since they were filled with the events from today. There was still 3 ml of drug in the pump when they aspirated, but it could be related to the resets and the pump going to minimum rate mode. The patient had symptoms of withdrawal that began 36 hours ago. The reporter was able to program the pump out of reset. Additional information was received on 08-jul-2016 from a company representative which indicated that the pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As received the reservoir had 37 ml of fluid and the pump was in safe state, reset and motor stalled. The pump continued to reset during internal decontamination and motor function testing. Destructive analysis was performed, which showed moisture, corrosion and electromechanical migration (ecm) present on and near the motor wire feedthroughs. There was a feedthrough anomaly consisting of shorting across the insulator. The evaluation results code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.